Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient controller was searching for the device, then trying to charge, then said charging failure. It seemed that the device charges 60%. Furthermore, the square adapter overheated. The issue was not resolved. Additional information received reported that when it actually charge, the device could not be detected anymore when the antenna was placed against the ins. There was no improvement even after retrying. The antenna receptacle overheated. In the end, the device could be properly in early (B)(6) of 2023, but after that the condition was poor but it was used deceivingly. It was confirmed that the remaining charge level of the ins was 50% and the charge level of the controller was 100%. Additional information was received from a manufacturer representative reporting that the cause seemed to be the recharger antenna. After the recharger was replaced, the issue was resolved. The patient controller was still in use.

Manufacturer narrative:
Concomitant medical products: ID 97755, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H6 codes belong to the recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger h3: the recharger, serial# (B)(6), was returned for product analysis. Analysis found a recharge antenna failure; the "no device found" message was noted. There were no anomalies visually observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.